Manufacturer narrative:
Investigation summary: qn review: no notifications were written for the needle assembly batches. DHR review: (B)(4) needle assembly batches were used in the packaging of this batch. Batch 5059513 ¿ twenty-five visual inspections were performed on (B)(4) parts with zero defects noted. Daily cleaning was performed eight times during the assembly of this batch. Batch 5059514 ¿ thirty-five visual inspections were performed on (B)(4) parts with zero defects noted. Daily cleaning was performed twelve times, and weekly cleaning was performed once during the assembly of this batch. Batch 5059516 ¿ twenty-seven visual inspections were performed on (B)(4) parts with zero defects noted. Daily cleaning was performed eleven times during the assembly of this batch. Batch 5059518 ¿ thirty-three visual inspections were performed on (B)(4) parts with zero defects noted. Daily cleaning was performed nine times during the assembly of this batch. All cleaning was performed per (B)(4). Investigation results: one sample was returned. It has a broken shield. The fm appears to have contacted the lubricated cannula through the break in the shield. Investigation conclusion: possible root cause: the broken shield is the root cause for the fm. An uncovered, lubricated needle will pick up particles from everything it comes in contact with, or from the surrounding environment. If corrective/preventative action not required, provide rationale: no CAPA will be issued as one defect for foreign matter from a batch of (B)(4) is a defect rate of (B)(4). Our aql for fm is (B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that black fuzz was found on the tip of a 25 g x 1 in. Bd safetyglide¿ needle before use. No injury or medical intervention.

Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter on needle with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident could not be determined. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Event description:
It was reported that black fuzz was found on the tip of a 25 g x 1 in. Bd safetyglide¿ needle before use. No injury or medical intervention.